Event description:
A patient reported requesting for another retainer. The patient stated that their retainer was cutting the roof of their mouth pretty badly, so they went to use the emery stick on it and it snapped in half, the patient's upper retainer broke.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.